Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The returned products were each received attached to two reloads. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation lever were in neutral position. The instruments were loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery lobectomy, while dividing the lung tissue, the stapler was able to fire, the first purple cartridge worked normally. They could not unload the two black reloads from the instrument because of jammed mechanism. Next, a black extra thick cartridge was taken. The cartridge worked and cut the tissue, but the cartridge jaws no longer opened from the handle when it had to be removed. And when the jaws did not open, neither does the cartridge release from the handle. So they took another handle and an extra thick cartridge and the same thing occurred. The jaws did not open and the cartridge cannot be removed. With the third handle they no longer tried to take the black extra thick cartridges, but the purple cartridges were cut without any problems. There was poor staple formation and the jaws of the device locked on the tissue and was removed. They over sewed to fix the staple line. The surgical time was extended by thirty minutes or more as they needed to remove instrument and replace it with another handle and purple reload. The surgeon needed to use hand sewing for closure of the lung tissue and complete the case.